Manufacturer narrative:
Evaluation conclusion code changed to "know inherent risk of procedure". (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply harvester was testing the hemopro prior to case starting and noticed no energy was going to hemopro. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 07/31/2009 which places the age of the device at approximately 6.10 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probable that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed all the tests, the green light indicator on the power supply did not turned on and the beeping tone was not heard and did not continued to play as soon the switch was turned on . Based on the return condition of device and the investigation results, the reported complain was confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply harvester was testing the hemopro prior to case starting and noticed no energy was going to hemopro. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply harvester was testing the hemopro prior to case starting and noticed no energy was going to hemopro. A replacement device was used to complete the procedure.